Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system infection. The patient will be refered to a cardiothoracic surgeon for either explant of the system or revision. The system remains in service. There were no additional adverse effects reported.

Event description:
Additional information received indicates that this implantable cardioverter defibrillator (ICD) was explanted and returned with no field allegations against this device. No adverse patient effects were reported.